Event description:
The customer reported to olympus that the evis exera iii video system center did not show an image with 180 series scopes. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The reported issue occurred due to printed circuit board failure which needed to be replaced. There was a hairline crack in the switch ring and dust accumulates, lint and moisture stains were noted on the video connector pins. The software needed to be upgraded from 3.01 to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿no image with 180 series scope¿, occurred due to a faulty patient circuit board set (dr board). Additionally, the subject device might have been affected because it was manufactured before the design change of the dr board was applied. The design of the dr board was changed on april 16, 2018. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.